Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant architect myoglobin results on a patient. The customer provided the following data: on (B)(6) 2022, sid (B)(6) = >1200 ng/ml / (diluted 1:10) = <10.0 ng/ml. Repeated on (B)(6) 2022 = >1200 ng/ml / (diluted 1:10) = 1086.3 ng/ml. Sample diluted manually: (1:2) = >1200 ng/ml (to be multiplied by 2), (1:5) = 703.0 ng/ml (to be multiplied by 5). No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the syringe valve (which was determined to be the likely cause). There have been no further reports of discrepant results since abbott fs was on-site. A review of the architect i2000sr, serial number (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the architect immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(6) analyzer.